Event description:
The customer obtained a non-reproducible vitros amon quality control result (qc lpvi c1730= 92.1 vs. Expected result= 46.2 mmol/l) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no vitros amon patient sample results were obtained over the timeframe in question. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible vitros amon quality control result was obtained on a vitros 5600 integrated system. There was no evidence that a reagent issue contributed to the event. An ocd field engineer replaced multiple instrument parts, including the incubator evaporation caps, and performed adjustments to return the vitros 5600 integrated system to expected performance. The root cause of this event is instrument related to incubator contamination.